Manufacturer narrative:
It was reported that one hl20 pump displayed the error message ¿runaway¿. The event occurred during start up. No harm to any person has been reported. The reported failure can lead to an unintentional pump stop. Therefore, a report is required according to the hl20 service manual the error "runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10%. A getinge field service technician (fst) was sent for investigation and repair on 2025-01-24. The failure could be reproduced and the motor control board was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The most probable root cause could be determined according to the risk assessment file as wrong pump speed because of: - communication error (e.g. Wrong ratio between master-slave pumps due to communication error) - failure of pump control board due to the age of the device and the motor control boards (over 12 years old), age related aspects can be considered as well. The review of the non-conformities has been performed on 2025-01-17 for the period of 2012-09-07 to 2025-01-17. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2012-09-07. In addition a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "error message ¿runaway" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2012. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. A getinge technician will investigate the hl 20. A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2012. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
It was reported that one hl20 pump displayed the error message ¿runaway¿. The event occurred during start up. No harm to any person has been reported. The reported failure can lead to an unintentional pump stop. Therefore a report is required. According to the hl20 service manual the error "runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10%. Complaint ID: (B)(4).